Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient is not happy with the ins device. Patient said that yesterday received a message that the internal battery needs to be replaced as it hasn't even been two years since implant. When asked, patient doesn't know what setting was used. Reviewed device information. Patient said that didn't see anything in the literature that states that the battery will only last two years or less. Patient said doesn't know how long it will take through the va system to receive a replacement and doesn't know if will get another ins system. Patient commented that there sounds like there is an issues with the device and should be investigated and reported. The patient was redirected to their healthcare provider to further address the issue. Due to nature of call, no further questions were asked. Patient called back reiterating their discontent with their implant. Patient asked agen t if 6.7ma was a high setting given that they had been on that setting. Patient stated that they might as well get as much use out of the product as they can, and that they are going to put their stimulation to 0.1ma. Agent reviewed stimulation expectations. Patient stated that they might file a report with the FDA, given that the device was advertised that the product will last 10 years. Agent reviewed literature and longevity expectations. Patient stated that they might go with another product for their next implant, given their poor experience with ins. Agent redirected to hcp for replacement questions

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when the battery was implanted they were on program 7 at 4.8. Rep never told them this was too high. After receiving battery low, one rep told them that was why their battery only lasted 19 months. They asked about parameters at 800#, but no one could tell me. They contacted a urologist. They don't know when, but will have surgery sometime to replace battery. Their main concern was that the battery will die completely, and they won't be able to use MRI mode.